Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Since the device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the led light source unit of the device was broken by accidental failure.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, a lamp error e105 appeared on the monitor. The user replaced the device to another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.